Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2010, patient reported she felt the infusion device was not delivering insulin. On (B)(6) 2010, patient reported she felt the infusion device was not delivering insulin. Patient stated there is always a gap in the infusion tubing for the last inch before it joins the cannula. Patient reported her blood glucose was elevated but is coming down nicely. Patient stated it is taking a lot of insulin to prime the infusion device despite the tubing being connected securely. Patient reported she is going to see her nurse on (B)(6) 2010; advised to call back. On call back from patient on (B)(6) 2010, patient reported air bubbles are being pulled into the infusion set tubing. Patient stated she disconnected, primed the rest of the infusion tubing but is getting this error intermittently. Patient reported there were no air bubbles in the insulin cartridge. Had patient leave the infusion device on the side to see if air is being pulled in from the cannula connection. On call back patient reported no change. Had patient to give a bolus; no insulin emerged. Had patient attempt a prime; after 4.0 units of insulin, insulin emerged successfully. Patient reported having elevated blood glucose levels last week; gave herself a bolus and a few hours later she found there was no insulin in the cartridge at all. Patient stated the piston rod was only half way up the chamber. Submitted request for assistance. On follow up call on (B)(6) 2010, company representative met with patient on (B)(6) 2010 and reported it seemed as though the piston rod was not functioning even though on the display screen it said it was. No further information is available. Product was replaced and requested return of the alleged product for evaluation.